Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported the PICC was leaking, it was not clear if the leak was internal or external. It was stated that the leak as observed close to the exit site when the catheter was flushed. Issue noticed approximately two weeks prior to the PICC replacement on (B)(6).